Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) generated multiple alerts consistent with an insulin delivery motor stall, which recurred after a restart despite sufficient battery charge; the pump was replaced and the patient used backup therapy. Symptoms included hyperglycemia with readings reported up to 374 mg/dl and alerts for glucose above 300 mg/dl for over 90 minutes, without loss of consciousness, dka, or need for medical assistance. Outcomes included the need to transition to backup insulin therapy and device replacement. Investigation included remote review of device history and guided troubleshooting, including restart and verification of battery status. Investigation of the returned device revealed recurrent motor stall alerts and unresolved malfunction after restart, consistent with an insulin delivery subsystem failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump motor/insulin delivery mechanism.